Event description:
Customer reported an IV of verapamil under infusion. The nurse started the infusion at 5cc/hour and left the room and when the nurse came back into the room, she noticed the verapamil was not infusing, no fluid was dripping into the drip chamber. Nurse noticed the screen on the pump module was not scrolling, but the green light was blinking. The nurse then took out the IV tubing to place it into a new pump module and the noticed the silicone segment ballooned at the bottom of the fitment area. Customer does not know if IV push was administered. The nurse started the infusion as intended and the device did not beep or alarm so the customer is requesting an investigation. There was no report of pt harm and no medical intervention was requested. Customer stated the nurse retrieved a new pump module and tubing and restarted the verapamil infusion with no problems. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.